Event description:
The customer reported, the external paddles failed the operation check.

Manufacturer narrative:
The customer reported, the external paddles failed the operation check. The customer isolated the reported symptom to the external paddle set. Replacing the external paddle set resolved the reported issue.